Manufacturer narrative:
(B)(4). Date of implant reported as 2000. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: supplier (B)(4), packaged by: (B)(4). Manufacturing date: 13-mar-2009 , expiration date: 28-feb-2018, part #: 04.001.000s, lot#: 6064501 (sterile) ¿ ti end cap t25 strdrv 0 mm ext ster/humeral nail-ex sprl bld-sterile. Qty: 100. Components: part bt25tv032-1 blank, 9.5 mm ti w/t25 bp55 lot 6037802. Lot was received from universal punch. Certificate of compliance received from universal punch meet specification. Inspection sheet meet inspection acceptance criteria. Certificate of compliance received from mark two engineering, inc. Meet specification for titanium. Raw material receiving/putaway checklist meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an original surgery was performed sometime in 2000 were the patient was implanted with a humeral nail construct. Patient was implanted with one (1) 7 mm ti cannulated humeral nail, one (1) ti spiral blade and one (1) ti end cap. On an unknown date post-operative, patient presented with an infection. On (B)(6) 2017, surgeon removed all implants. During the revision procedure the nail was removed and stimulan was put back in to help with infection. Surgeon did not re-implant any other devices. The removed implants were observed to be in good condition. Revision surgery was completed successfully with no time delay. No fragments were generated during nail removal. Patient is reported in stable condition. This report is for one (1) end cap this is report 3 of 3 for (B)(4).